Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge canister. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin delivery.